Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had blank display on insulin pump. The customer¿s blood glucose level was 198 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self-test, sleep current measurement, active current measurement and displacement test. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no blank display, flashing display or solid white display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection.